Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("lower back pain radiating to the groin and the leg") and fatigue ("chronic fatigue"). On an unknown date, the patient experienced musculoskeletal pain ("joint and muscle pain"), paraesthesia ("tingling in hands and feet"), pruritus generalised ("itching all over the body"), vision blurred ("blurred vision"), night sweats ("night sweats"), feeling cold ("cold body during the day"), syncope ("episodes of faintness"), dizziness ("marked dizziness"), dyspnoea ("shortness of breath"), headache ("headaches"), vaginal infection ("recurrent vaginal infections"), sinusitis ("major sinusitis"), memory impairment ("marked memory lapses") and speech disorder ("speech disturbances"). The patient will be treated with surgery (hysterectomy with essure removal scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the abdominal pain, menorrhagia, back pain, fatigue, musculoskeletal pain, paraesthesia, pruritus generalised, vision blurred, night sweats, feeling cold, syncope, dizziness, dyspnoea, headache, vaginal infection, sinusitis, memory impairment and speech disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, dizziness, dyspnoea, fatigue, feeling cold, headache, memory impairment, menorrhagia, musculoskeletal pain, night sweats, paraesthesia, pruritus generalised, sinusitis, speech disorder, syncope, vaginal infection and vision blurred with essure. The reporter commented: approximately 1 year after placement of the essure inserts, she started to have health problems. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1153 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.